Event description:
Physician had a perforation in the duodenum villous adenoma while using the erbe apc 300. The apc 300 was set at a flow rate of 2.0 liters per min (lpm) and 50 watts. The physician, who was using a 45 degree scope, stated that firing the apc probe tangentially to the target tissue was difficult in this particular procedure. Therefore, most of the apc activations were "en face".